Manufacturer narrative:
Recall numbers: 1627487-07262012-001-c, 1627487-12192011-003-r and 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-06529. It was reported the patient felt some uncomfortable warmth while charging her ipg. The patient stated that she has not charged her ipg for several months because of the uncomfortable heating while charging. The patient's ipg no longer communicates with external devices. An sjm representative contacted the patient and the patient stated she had back surgery which has helped with her pain and is unsure what she wants to do about the scs system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.